Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email indicating high blood glucose readings from the insulin pump. The customer stated that the paramedics were called about 2 years ago due to high blood glucose that was caused by shingles. The customer stated that it was not pump or diabetes related.